Manufacturer narrative:
Follow-up # 1 (05/26/2011)-device evaluation: the meter and test strips involved with this complaint have been returned. Product analysis noted that the returned test strips were expired at the time of complaint; therefore, no testing was performed. Testing on the returned meter passed testing with no faults found. At this time, lifescan considers this matter closed

Event description:
On (B)(6) 2011 the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on (B)(6) 2011 at 11:00am. The patient's reporter reported blood glucose readings of "235 and 238 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. The reporter claimed the patient was not taking any diabetes medications at the time the alleged issue began. The reporter indicated the patient had symptoms of sweating and was shaking 20 minutes after the alleged issue began. In response to the symptoms, the reporter stated the patient self-treated with a glucose tablet and drank orange juice. At the time of the alleged issue, the reporter indicated no other blood glucose device was used. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the results obtained were from the same approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter claims the patient obtained inaccurate readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.